Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's leads exhibited both high and low out of range pacing impedance measurements. The cause of the measurements were attributed to a suspected lead to header connection issue. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's leads exhibited both high and low out of range measurements. The cause of the measurements were attributed to a suspected lead to header connection issue. This device remains in service. No adverse patient effects were reported.